Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 6.6cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. The cause of death was ventricular fibrillation. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that, the patient was found unresponsive after collapsing at home due to cardiac arrest. It was noted that the patient experienced light-headedness and nausea prior to ems arrival. He had agonal respirations and was pulseless. Before presenting to the emergency room, CPR, external defibrillation, intubation and compressions were performed. He was ventilated and oxygen was administrated. IV fluids, epinephrine and amiodarone were given.